Manufacturer narrative:
The manufacturer had previously reported an allegation of a blank lcd screen. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed.

Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. The device was not in patient use. The device has yet to be evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.